Manufacturer narrative:
Report source foreign: (B)(6). Device evaluation: a portex catheter and connector were returned and a visual inspection confirmed that a hole was opened at about 54.5 cm from the side end of the catheter patient. Also confirmed linear "cutsthta" are seen around the hole. Based on the occurrence situation and the appearance of the scratches, it was determined that there was a high possibility of damage due to the sharp object being in contact during use. The reported condition was confirmed. Although it is thought that this event is unlikely to be caused by the quality of the product, we report the occurrence of this event to the overseas manufacturer and record it in our database and monitor the occurrence situation of the same event.

Event description:
Information was received that a smiths medical portex custom epidural anesthesia kit leaked from the catheter after 4 days of use. No adverse patient effects were reported.